Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly evaluated. A review of device memory confirmed the device reverted to safety fallback mode due to a power on reset (por) during a capacitor reformation on (B)(6) 2014. The device battery status was middle of life 2 (mol2) with a monitoring voltage of 2.58 volts. There were no errors or other resets stored in the device memory. Detailed analysis isolated the cause of the reset to an attempted capacitor reformation that occurred at the same time the ICD was performing a battery voltage measurement. Performance of these tasks requires different internal power supplies. When the capacitor reformation was attempted, the power supply did not appropriately switch from the battery to a regulated power supply, as designed. Consequently, the added drain associated with the capacitor reformation dropped the internal power supplies below an acceptable level, resulting in the reset. The device¿s memory showed that a software update that had been released to the field to help prevent pors due to battery measurement/charge timing had not been installed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an error code. The device was explanted and replaced. No additional adverse patient effects were reported.